Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to procedural pain. The explanted device component was discarded by the medical facility and will not be returned.